Manufacturer narrative:
Device not available for evaluation.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During the index procedure, a twist in the aortic body stent graft was observed, possibly due to delivery system manipulation and/or wrapping of the contralateral and ipsilateral guidewires during device deployment; however, good flow remained through the graft and into the iliac limbs. The patient returned emergently to the hospital 15 days post-operative presenting with an aortic body occlusion. A review of the follow-up CT imaging shows a complete twist in the aortic body stent graft, occluding the trunk of the graft at the level of the graft bifurcation and down into both iliac limbs. In addition, the follow-up CT shows a type ia endoleak present due to the aortic body stent graft being positioned below the intended landing zone, placing the sealing ring in an aortic diameter outside the treatment range for the implanted stent graft. The patient was converted to open surgical repair on (B)(6) 2014. As of the date of this report, there have been no additional patient sequelae reported.